Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of cooling fan is not working. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation, it was determined that the reported condition of "cooling fan no working" was found during service. Evaluation summary: during product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the cooling fan. The fan was replaced to correct this condition. Additional information: this device is a colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.